Event description:
The customer observed falsely elevated magnesium and sodium results generated on the alinity c processing module for three patients. The following data was provided: sid (B)(6), initial sodium 194.5 mmol/l, repeated 136 mmol/l. Sid (B)(6), initial magnesium 3.77 mmol/l, repeated 0.89 mmol/l. Sid (B)(6), initial magnesium 2.82 mmol/l, repeated 0.84 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium and sodium results generated on the alinity c processing module for three patients. The following data was provided: sid (B)(6) initial sodium 194.5 mmol/l, repeated 136 mmol/l. Sid (B)(6) initial magnesium 3.77 mmol/l, repeated 0.89 mmol/l. Sid (B)(6) initial magnesium 2.82 mmol/l, repeated 0.84 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and performed troubleshooting procedures including adjustment of the cuvette washer spray flow rate. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.